Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The insulin pump was not on auto mode at the time of incident because customer did not insert sensor. The customer declined troubleshooting. The customer received change sensor and calibration not accepted error alert. The insulin pump will not be returned for analysis.